Event description:
It was reported by the customer that when they plugged in the insufflation tubing to the machine and selected the pressure and flow settings but had not yet pressed start, a message came up. Upon hitting start, the settings for the pressure were set at 12 and the number climbed to 30 (even with the 12 setting). It was further reported that the patient's stomach was very hard and the trocar had to be released to let the co2 out. After turning the machine off and then back on, it worked fine. Multiple attempts were made for additional information regarding completion of surgery, surgical delay, medical intervention, and adverse event details, however no new information was received.

Manufacturer narrative:
The product was not returned for investigation as it is reported to remain in the field therefore the reported failure mode was not confirmed. Alleged failure: pressure and flow settings issue. Probable root cause: because device was not returned to OEM, wom, probable root cause cannot be determined. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the customer that when they plugged in the insufflation tubing to the machine and selected the pressure and flow settings but had not yet pressed start, a message came up. Upon hitting start, the settings for the pressure were set at 12 and the number climbed to 30 (even with the 12 setting). It was further reported that the patient's stomach was very hard and the trocar had to be released to let the co2 out. After turning the machine off and then back on, it worked fine.